Manufacturer narrative:
The device intended for use in treatment, was returned for evaluation. And we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found, that the device was noisy and vibrating, could not generate and control negative pressure. And the root cause identified, as a defective vacuum pump. The manufacturing records show no evidence, that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the renasys go device failed to generate and control negative pressure besides it was noisy and vibrating. No patient involved.